Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified veterinary surgery of a canine, it was observed difficulty in cutting the patient bone with the saw blade device. It was further determined that the device had a crack on its body part. It was not reported whether there was a delay in surgery or whether a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as (B)(4). The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The manufacturing investigation performed confirmed that the type of fracture falls under the issue that was previously addressed in a CAPA where it was determined that the saw blade was an old design that was confirmed to be defective. The assignable root cause was determined to be due to faulty/defective construction and design of the device. If additional information should become available, a supplemental medwatch report will be submitted accordingly.